Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. Additionally, the battery gauge was observed to be depleting rapidly. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.